Manufacturer narrative:
Follow-up # 1 date of submission 07/06/02011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2011 with the following findings: the battery was not returned with the pump for investigation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. There was no physical damage found to the battery compartment and the battery cap. The pump was exercised for 4 hours with no evidence of overheating and no alarms occurring. There were no signs of moisture ingress. There was no defect found on investigation; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump was hot to the touch, and the battery was also hot when removed from the pump. She stated that there is no sign of corrosion or rust on the battery or in the battery compartment, and the pump is not exposed to moisture. The patient noted that there is no damage to the battery cap; she was unsure whether the battery cap had ever been changed or not.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.